Event description:
It was reported that the balance middleweight (bmw) universal ii guide wire was being used in a procedure to treat a lesion in the left descending artery; however, it was unable to advance through an occluded previously implanted stent. When the guide wire was removed from the patient, the tip coils appeared to be unravelled; however, the guide wire was not separated. A pilot 50 guide wire was able to be advanced and the lesion was treated with a dilatation balloon. There was no clinically significant delay in procedure and no adverse patient effects. The patient outcome was considered optimal. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire found blood on the coils and there was no contrast visible which is consistent with the guide wire being used in the patient as reported. The shaping ribbon was separated distal to the center solder. There was 9 mm of shaping ribbon intact to the tipball. The tip coils were completely stretched out which is likely related to the noted tip separation. There were multiple kinks through the core distal to the proximal end of the guide wire which is consistent with handling and/or manipulation in an attempt to cross the lesion as no damage was reported during inspection prior to use. The outer diameter of the guide wire proximal of the hypotube was measured with a laser micrometer and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. Based on the information received with the complaint, the inability to cross appears to be related to the occluded previously implanted stent. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, an occluded previously implanted stent could have contributed to the guide wire separation. Scanning electron microscopy (sem) analysis of the guide wire suggests that the shaping ribbon may be attributed to fatigue rupture initiating along the surface. Beyond the elliptically shaped fatigue regions, dimples were observed indicating ductile overload. Portions of the fracture surface were masked by surface products and mechanical rubbing. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the device lot history record for the reported lot revealed no associated nonconforming material records indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and revealed no other incidents. In summary, based on this investigation, there is no indication of a product quality deficiency.